Event description:
During a follow up phone call by product surveillance to the home patient (hp), it was revealed that the hp did not remember having this alarm. The hp stated that he had not had any issues with his supplies. The hp did not have a sample and did not know what the lot number was.

Manufacturer narrative:
(B)(4). This complaint for the system error (air in line) 2240 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(6) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during the initial drain. (B)(6) explained that a large amount of air had entered into the disposable set, and had the patient cycle power to clear the error. (B)(6) then advised the patient to disconnect and start over with new supplies. (B)(6) also suggested that the patient contact their dialysis nurse regarding the error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.